Event description:
The event is reported as: the applier was being used in a laparoscopic nephrectomy. An attempt to place the clip was made which resulted in the jaws breaking. The instrument is from the old design without the stopper. No pt injury reported.

Manufacturer narrative:
The sample device was requested for evaluation. The results of device evaluation and results of investigation are not available at the time of this report.